Event description:
Same case as: 2134265-2008-00337. It was reported by the pt that post a coronary drug eluting stenting treatment procedure, chest pain is occurring. The pt is still experiencing chest pain. Add'l info has been requested, but not provided.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from the review, a supplemental medwatch will be filed.